Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging skin irritation, respiratory tract irritation, dizziness and/or headache, nausea / vomiting, asthma (new or worsening), respiratory failure, autoimmune disorders, chronic bronchitis, sarcoidosis, heart failure, shortness of breath, copd. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging skin irritation, respiratory tract irritation, dizziness and/or headache, nausea / vomiting, asthma (new or worsening), respiratory failure, autoimmune disorders, chronic bronchitis, sarcoidosis, heart failure, shortness of breath, copd. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed an ¿ dirt-like contamination on the iso port on the rear enclosure, blower box and at the air inlet of the blower box. They observed slight black contamination, consistent with keratin, at the air outlet of the blower box. They observed the potential mineral deposits in the bottom of the blower box and on the bottom of the blower. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source and was not able to confirm the complaint or address the symptoms specified.